Event description:
(B)(6) 2025 (B)(6), update x1 (con): information was received from the patient regarding an implanted infusion pump for spinal pain indications. It was reported that the patient was having issues with their communicator connecting to the pump and it was taking 3 to 5 minutes once the connection got to 90%. The patient stated that this had been happening for "a while". Patient services walked the patient through clearing the data on the handset and the patient was able to connect to the pump without issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot#. Serial#. Unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.